Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The root cause associated with this reported leak was due to acrylic resin found trapped between the checkband and the stress-member. Additional: a batch review has been performed and there were no exceptions noted during the manufacturing of this device. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
The facility representative contacted baxter (B)(4) to report a folfusor in which the device contained a leak. The device was filled with 5-fluorouracil and folic acid. The leak was detected at the filling port. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.